Manufacturer narrative:
Additional information was received and it was learnt that there was no patient contact, as initially reported. The intraocular lens was loaded in the cartridge and came out too fast; therefore the surgeon did not feel comfortable implanting this lens. The event has now been determined not to be a reportable malfunction. (B)(4). No further reports will be sent for this file. The cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) was coming out of the cartridge too fast. Patient contact was reported. Reportedly, the surgeon switched out the lens. No further information was provided.